Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that the stent dislodged in the vessel during advancement. The stent was compressed against the vessel wall and remains in an unintended location. There are in-process inspections as well as release testing that is performed in order to ensure the stents are properly and securely crimped, however, without the return of the device, no root cause conclusion can be made for the stent dislodgement.

Event description:
Reporting status: serious injury/medical intervention/disability. Reporting rationale: stent remains in pt compressed against vessel wall, healthy tissue. Device issue: stent dislodgement. It was reported that a 4.0 x 12 powersail balloon catheter did not cross the lesion. However, another company's 4.0 x 15 balloon catheter did cross the lesion. During advancement of a vision stent, the stent dislodged in a healthy part of the vessel. Two mini vision stents were used to compress the vision stent against the vessel wall at the unintended site. No add'l event or pt info is available.